Event description:
In 2008 at 1:22 pm, the lay user/ patient contacted lifescan (lfs) alleging that a onetouch ultralink meter was displaying high glucose. The medical affairs specialist (mas) was able to contact the patient to obtain/verify additional info. The patient tests her blood glucose eight times a day and manages her diabetes with an insulin pump. Her normal blood glucose ranges from 70-120 mg/dl. The patient stated that a day prior, at around 5:00pm, she tested her blood sugar with the subject meter, and it reportedly displayed 'high glucose.' As a result, the patient reportedly took her usual 10 units of novolog (based on sliding scale) plus an additional two units. About twenty minutes later, the patient went home rechecked her blood glucose on another meter (because she was scared to use the subject meter) and the result was "111 mg/dl." The patient was "shocked" at her results and knew that her blood sugar will drop due to the extra insulin intake, so she called medtronic to report the issue. According to the patient, the medtronic representative "told" her to drink juice and they called emergency medical services (ems) for the patient. The patient stated that she drank 5 glasses of orange juice because she was beginning to feel a "little incoherent." About 10 minutes after speaking with medtronic, the ems arrived and tested the patient's blood sugar with result of "36 mg/dl." She was given IV fluids and oral glucose by the ems. Troubleshooting was not performed because the patient does not have the control solution. The patient's products have been replaced. This complaint is being reported because the patient claimed she obtained an allegedly inaccurate high reading on her meter, administered bolus insulin based on the alleged reading and reportedly had to be treated by the ems for hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.